Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on 14feb2023 on a nasal swab. Additional testing was performed earlier on the same day (14feb2023) using an unknown antigen test and an unknown swab type that generated a negative result. The consumer also reported that he had completed an unknown pcr test nine (9) days prior that generated a positive result. No other new confirmation testing was performed. The consumer stated that he was asymptomatic at the time of testing. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert.in conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use; device discarded.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use; device discarded.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal swab. Additional testing was performed earlier on the same day (on (B)(6) 2023) using an unknown antigen test and an unknown swab type that generated a negative result. The consumer also reported that he had completed an unknown pcr test nine (9) days prior that generated a positive result. No other new confirmation testing was performed. The consumer stated that he was asymptomatic at the time of testing. No additional patient information, including treatment and outcome, was provided.